Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of 2 interlink sets in which there was air in the set while there was an infusion being performed. Total parenteral nutrition was being infused; the location of the air in the set was not known. A sigma intravenous pump was used with this set; however the alleged deficiency was against the set. There was no alarm that occurred on the sigma pump. There was no patient injury or medical intervention involved. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.